Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The xience pro is currently not commercially available in the us.

Event description:
It was reported that the procedure was to treat a lesion located in a left main (lm) bifurcation of the left anterior descending (lad) artery and an angulated circumflex (cx). The patient was in stress and going into cardiogenic shock and pulmonary edema. A t and small protrusion (tap) stenting strategy was performed. The 2.75x12 mm xience pro stent delivery system (sds) was advanced into the cx up to the ostium and tap with a 4.0x15 mm xience from the proximal lad across the bifurcation to the ostium of the lm stem. The 2.75x12 mm xience pro sds was advanced to the cx with a 3.0 mm diameter balloon catheter also in the lm stem/lad. The stent delivery system would not cross and was retracted from the anatomy. Resistance was felt during retraction of the sds inside the guiding catheter due to the angulation of the guiding catheter in the anatomy. After retraction it was observed that there was no stent on the balloon. The stent implant could not be seen on x-ray so all the devices were removed from the patient. Upon investigation the severely mangled stent implant was found inside the guiding catheter. A new xience sds was used using the same tap strategy to complete the procedure without any further issue. No adverse patient effects were reported.